Manufacturer narrative:
Additional information provided in h.6. And h.11. The opened probe returned for evaluation for the report was not within the reported pak lot number reported based on radio frequency identification (rfid) tag identification; therefore, no sample evaluation was performed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. Two non-conformance records have been initiated to trend the defect of pinched inner cutter with impression marks and one non-conformance record was completed for broken inner cutter. Based on the evaluation of the information and materials received (the reported product and lot was not received), the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, the returned sample lot number was not within the reported pak lot number based on rfid tag identification; therefore, specific actions with regard to this complaint cannot be taken. A non-conformance record has been completed in relation to the related non-conformances identified within the non-conformance review. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.2., d.4 and h.11. As per the new information, product lot number was changed to unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of a probe occurred during the surgery. The procedural type was unknown. The condition of aspiration was unknown. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe with tip protector in a pouch was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the port and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Adhesive on the extension/diaphragm was found to be non-conforming. Top o-ring has inner diameter damage. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, damaged was observed on the o-ring and excessive adhesive at the diaphragm/extension and cannot be ruled out for the actuation problem as reported. The returned sample functionally met specifications; however, a non-conformance was completed for the damage observed on the o-ring and excessive adhesive at diaphragm/extension. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).